Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter broke when opening the package. Another catheter was used without further incident. No patient involvement was reported.

Manufacturer narrative:
The reported issue was confirmed. The device was returned and visually inspected. Per visual inspection, it was noted that the catheter was broken. It was noted that the funnel was separated from the shaft. A section of the shaft was observed inside of the funnel (molded). Visual evaluation under 10x glass magnifier noted that the breakage site had jagged edges. Per dimensional evaluation the sample was found within specification. No other defects were observed on the returned catheter. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the catheter broke when opening the package. Another catheter was used without further incident. No patient involvement was reported.